Event description:
It was reported by a diabetes teaching center representative that the customer had a transmitter that does not blink when connected to the sensor. Customer had already charged the transmitter. Customer performed the test plug procedure and it passed. It was reported that the icon never turned solid and also never checked for interstitial signal value. Customer's blood glucose level was 206 mg/dl. Sensor will need to be replaced. It was found that the sensor was bent. No additional information provided.

Manufacturer narrative:
Findings: reliability analysis evaluated 1 opened/used enlite-sensor and performed visual inspection and failed per spec. Found cannula bent.